Event description:
The event is reported as: the customer reports that the product is not working properly. The yellow flow cup was not operating as it should. Another voldyne exerciser was obtained for patient use. No patient injury reported.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Document review ((B)(4)- product/process) was assessed and no changes required. The complaint can not be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.